Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was 110 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.